Event description:
The complaint received states that during placement the deltapaq cerecyte microcoil 2 mm x 10 cm (cdf10021030 / c12024) had poor conformability. There is no patient and/or target lesion information. There is no report of injury for the patient. Neither the complaint devices nor the concomitant devices were kink/bent at any time. The device was successfully deployed. When the delivery system was removed there was no noted damages. An unknown sl-10 microcatheter was used. An adequate flush was maintained throughout the procedure. A deltapaq 4x10 and 3x10 were successfully used prior to the reported event. No other devices were used with the concomitant devices after the complaint device. There was no interference between the complaint device and the other previously placed coils. The microcatheter did not need to be removed, there was no loss of target site. The target site was an aneurysm, characteristics unspecified. No patient data was reported. No further information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during placement, the deltapaq cerecyte microcoil 2 mm x 10 cm (cdf10021030 / (B)(4)) had poor conformability. There is no patient and/or target lesion information. Neither the complaint devices nor the concomitant devices were kink/bent at any time. The device was successfully deployed. When the delivery system was removed, there were no noted damages. An unknown sl-10 microcatheter was used. An adequate flush was maintained throughout the procedure. A deltapaq 4x10 and 3x10 were successfully used prior to the reported event. No other devices were used with the concomitant devices after the complaint device. There was no interference between the complaint device and the other previously placed coils. The microcatheter did not need to be removed; there was no loss of target site. The target site was an aneurysm, characteristics unspecified. No further information is available. No patient data was reported. There is no report of injury for the patient. Due to the large amount of damaged boxes and breached sterile pouches being returned from the india¿s warehouse, all similar damaged boxes from this specific affiliate in india will now be considered a significant finding until this issue has been resolved. The box has moisture, compression, dirty and torn labels, and a mold smell. This box was sent back by the hospital, but it is unknown if the box was in this condition prior to shipment or was stored at the affiliate after the complaint. The coil was returned undamaged was correctly manufactured to its specific dimensions. The coil¿s socket ring was found to have been pushed down deeply inside the outer sheath. The evidence suggests that the poor conformity encountered by the end user may have been due to distal interference inside the aneurysm from the coils already dwelling there. This may have prevented the coil from fully conforming and the distal interference from the coils already dwelling inside the aneurysm may have caused the coil¿s socket ring to be pushed down inside the outer sheath. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed along with packaging damage during fall. There is no evidence of manufacturing issues contributing to the reported and noted damages. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests storage and intraprocedural issues may have contributed to the noted and reported events. (B)(4).